Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient's pump quit working. The patient noted they were sick as a dog, hurting really bad, throwing up, has been real sick, legs were hurting so bad they can hardly walk and was hurting in places they never have before like their ribs. It was noted that the patient is without a managing healthcare professional (hcp) because they were dismissed due to testing positive for hydrocodone. It was noted the patient has morphine in the pain pump and was also prescribed percocet. The patient stated they were due for a refill on (B)(6)2017 and no hcp was willing to refill/manage the patient's pump. Event date was noted as (B)(6)2017. No further complications were reported/anticipated.